Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient believed the programming for her device was not working for her symptoms. Patient stated the implantable neurostimulator (ins) was not working as good as the trial did for her symptoms. Patient reported she thinks she might have turned the ins off when she made changes with patient programmer (pp). She had a bad ¿poopy¿ episode in her pants a night prior to this call. The ins was working during the day yesterday. Today, when she laid on her back and stim vibrated for a little while, then it would stop then she would feel still off and on again. Patient reported her vagina was jiggling on the outside. She felt the vibration in her stomach and back when she lays down. She was peeing every 20 mins or so and at the end she felt a vibrate. Patient stated when she pees, the vibrating is weird and she did not have that during the trial. It wasn¿t like when she came home wednesday. She was feeling the urge to poop. Patient indicated she has a migraine and said she thinks it is because she hasn¿t had any sleep and she is stressing. She got migraines, even prior to the device. She has ¿cust syndrome¿ and fibromyalgia. Patient stated ¿cust syndrome¿ and fibromyalgia were present prior to getting the device. She called the healthcare provider (hcp) yesterday and is calling them today. Patient stated she showered last night carefully and did not get bandage wet. She did not understand the instructions the hcp gave her and was not sure when she can remove the bandage. She was told to turn stim up every day, no alcohol or driving. She thought the manufacturer representative (rep) was going to be reaching out to her. Patient synched with pp during the call and pp showed stim was on. She was on program 4 at 1.1. Patient reported she thinks she was on program 2 before. She changed on program 2 and stim was set to .6. She felt uncomfortable stim when laying on her back. She turned stim down to .5 and said stim felt different and comfortable there. On the same day, patient called back and reported she called the hcp office and was suggested to call the manufacturer again to get help to increase stim, so she can feel stim which she referred to as vibration because she was told she is supposed to feel stim but now can not feel stim. Patient confirmed stim was on and at .5 v. She increased stim to .6 and confirmed she was able to feel stim. She decreased stim down to .5 v again and said she was going to leave it at .5 v because after she changed the settings to .5 v earlier she peed at 1.18 pm , 1.43 and then at 2.01. Patient stated it¿s now 3.03 pm and she has not peed again and so that is a big improvement. Patient inquired if it is normal to feel stim for a little while and then stopped feeling stim. Patient noted the implant is completely different on her body than the trial. Patient stated she was told to turn stim up a bit everyday but said she was out of it. She did not have a good night because she was up and down peeping and inquired if she could adjust when she had problems during the night. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the therapy has been helping and the reason they called last time was just because they didn't know how to use the device. It took them 4 days to get used to it but it is working and was wonderful. No further complications were reported.